Manufacturer narrative:
During the device evaluation, it was noted that there was corrosion on the trigger, which was the root cause of the reported event.

Event description:
The system 7 reciprocating saw was returned to stryker instruments for service, and during functional evaluation it was noted that when the safety bar was bumped/moved while the trigger was depressed, the trigger would stay in the run position after release. There was no patient involvement and no adverse consequences associated with the device.